Event description:
Rptr has a bronchial allergy causing a severe cough once a year. Now that she is older, coughing makes her incontinent. As a result she uses two incontinence pads per day while coughing. She has never had problems using them until this fall. The type now on sale have a blue inner layer and lots of new and improved advertising on the outside. After 9 days of using this brand of pad, she had uncomfortable dryness, lightheadedness and difficulty standing in the morning. Three days of another MFR's pad was not much of an improvement although the wetness control was described as light. Both mfrs listed phone numbers and responded with courtesy and incredulity. The 2nd co returned her money and the first gave her coupons for other types of their products. They also made it possible to send them a sample of her purchase. She hopes there will be further investigation of this product because many who must use it are helpless and cannot protect themselves. Delay of report due to family illness. (Also see 1008610)